Event description:
It was reported that the patient presented in clinic for a follow up. It was discovered that the patient's pacemaker exhibited post-paced t-wave oversensing. No intervention was performed, and the patient did not experience any consequences.